Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumers regarding a patient receiving morphine via an implanted pump. Per the patient, the morphine ¿is 1.430 mg and 0.060 an hour; 3 bolus a day @ .500 mg and 7.500 mg rate; then 2.930 mg/day dose per day.¿ on (B)(6) 2020 it was reported that since implant the patient had been having ¿knife like pain inside;¿ had been ¿touchy and edgy;¿ had been ¿shaking so bad¿ he couldn¿t even hold the phone straight; he had been in pain; and he also had numbness and tingling on the right side of his body. The neurologist did an MRI with and without contrast and a dye study of the spine to see if the symptoms were related to progression of his diagnosis and found nothing. Per the patient, the MRI was not related to his device. The date of the MRI was not reported. The pump was refilled about every 3 months. In (B)(6) 2019, a home health nurse did the pump refill and was supposed to get out 3.7 but removed 7 something. Yesterday ((B)(6) 2020) a home health nurse came to refill the pump and it should only have had 5 something but the nurse got out 10.5 almost 11. The nurse called the doctor and they wanted him to come in today ((B)(6) 2020) at 8 am to do a catheter dye study and he could possibly have surgery to replace the pump. Then last night they got a call from a man telling them not to come in because they didn¿t feel the volume discrepancy was out of range and they were going to plan to do an MRI first. They were supposed to be calling the patient today to schedule the MRI. The patient didn¿t understand why the pump doctor would want to potentially have another dye study and MRI. The patient didn¿t know if the doctor had been aware of his symptoms. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for analysis. The analysis results will be reported in manufacturer¿s report # 3004209178-2020-03797 when complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the magnetic resonance imaging (MRI) was done and the catheter could barely be seen. It was reported that the catheter was checked and had good flow and no issues were found in the pump logs either. The pump was replaced and would be sent back for analysis. Post explant dents were noticed on the rim of the septum; the caller stated that there were suspicions that the patient might be accessing their pump however this has not been confirmed. No further complications have been reported.